Manufacturer narrative:
Weight, ethnicity: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted.  Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded device cartridge split as the lens was being advanced. There was no impact to the patient or the lens, the lens was fully inserted into the patient's eye. Additional information received confirmed that it was the tip that split. No other medical intervention was required and the patient has fully recovered. No further information is available.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: jun 16, 2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed in advanced position. Residues of viscoelastic material was observed on cartridge. The cartridge tip was observed deformed and crack. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported was verified. Based on the analysis of the returned device, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.